Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose readings of 400 mg/dl. Customer stated that they were feeling sick and have treated with the insulin pump. Customer's blood glucose reading at the time of the call was 334 mg/dl. Customer mentioned receiving an insulin flow blocked alarm. Through troubleshooting it was noted that there may be a possible occlusion in the infusion set. Insulin pump is not being returned for analysis.